Manufacturer narrative:
The report of stenosis could not be confirmed. Minimal calcification was observed on the host tissue in the cusp areas of leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was moderate at the stent outflow and minimal at the stent inflow. Thrombi were also observed on leaflets 2 and 3 on the outflow aspect. The x-ray demonstrated calcification. The explanted device was returned to edwards for analysis. Unfortunately, the root cause of this event could not be conclusively determined. Although the root cause cannot be confirmed, it appears that the host tissue overgrowth demonstrated on the valve likely caused the stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years due to aortic stenosis. Per the op report, the patient presented with significant symptomatic prosthetic valve stenosis with a mean gradient of 47 mm. Of note, the patient also had a drug-eluting stent in the lad and a cardiac catheterization showed significant in-stent stenosis. During the procedure, the aorta was noted to be small and had a thick wall. The previous aortic valve was explanted, and after manougian, a 23 mm edwards prosthetic valve was implanted. Post bypass lv function was excellent. Tee showed a well-functioning bioprosthetic valve with a mean gradient of 11 at the cardiac index of 3.9 and a systemic pressure of 123/41. The patient tolerated the procedure well and was taken to the ICU in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: there are many potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be determined. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible at this time.